Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead , the tip became deformed and would not screw in correctly. The rv lead was attempted/not used. A new rv lead was implanted successfully. No patient complications have been reported as a result of this event.